Event description:
It was reported the customer had cracks on their insulin pump. The customer stated the cracks were located on the keypad of their insulin pump. Customer's blood glucose was 320 mg/dl. The customer had treated their blood glucose with the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a scratched keypad overlay, a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display and reservoir tube windows.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).